Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019. This report is filed on june 19, 2019.

Manufacturer narrative:
This report is submitted on february 4, 2019.

Event description:
Per the audiologist, the patient experienced pain and a performance decrement following an MRI (tesla strength not reported) in (B)(6) 2018 and subsequently underwent an integrity test under anaesthesia on (B)(6) 2019. The patient is being clinically managed by the treating health care practitioner.

Manufacturer narrative:
Device analysis summary: the device was explanted as the recipient reportedly experienced non-auditory percepts during MRI. In-situ tests showed atypical measurements on multiple electrodes. Analysis found tears in the silicone carrier of the stimulator body close to the electrode helix exit. The results of tests performed with the device in saline solution showed that the tears in the silicone carrier caused a breach in the electrical insulation of the electrode wire assembly. - attachment: [144856 device analysis report .reg.pdf]